Event description:
In 2006 (4/30/06) the lay reporter, the lay patient's neighbor, contacted lifescan (lfs) alleging that the patient's one touch ultra meter would not turn on. The reporter said the patient's meter would not turn on since the am of 4/29/06. At 11:00pm on 4/29/06 the patient's partner called the neighbor because the patient fell to the floor. The neighbor stayed with the patient for one hour. The patient was conscious, but cold. The patient slept on the floor. The patient's doctor was not called. The lfs customer service agent (csa) attempted to obtain additional information from the neighbor; however, the neighbor said the chemist advised her not anser the csa's questions because the csa was not the patient's physician. The csa was unable to contact the patient because his contact information was not provided. No information was provided regarding the patient's diabetes treatment regimen or actions taken prior to or after the time of concern. The csa confirmed that the meter battery was correctly installed and the test strips were correct. The battery contacts were in good condition. The csa walked the reporter through pressing the power button and inserting a test strip all the way into the tests strip port. The meter did not turn on with either attempt. The meter and test strips were replaced.